Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Engineering analysis of the device logs found no evidence of a malfunction. On the event date, the ilet issued high bg alarms followed by cgm signal loss and a transition into bg-run mode at 17:50. Insulin delivery was suspended at 21:50 due to an overdue bg entry. No errors or malfunctions were found. Based on available data, the event was attributed to lack of insulin delivery while in bg-run mode due to failure to input a required bg value. The device operated within specification. The user's hyperglycemia and subsequent hospitalization were consistent with known risks associated with delayed insulin dosing in the absence of cgm data. Should additional information become available, a supplemental report will be submitted.

Event description:
On 18-jun-2025, it was reported that a user was hospitalized for diabetic ketoacidosis (dka) on (B)(6) 2025 with a blood glucose (bg) level of 966 mg/dl. The report initially indicated the user may have been disconnected from the ilet device prior to the event; however, device logs confirmed the ilet remained in use and transitioned into bg-run mode on (B)(6) 2025. The user received intravenous fluids and insulin during hospitalization and was discharged after stabilization. The user resumed use of the ilet device following the event.